Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited low pacing impedance. The device was not used. Another device was implanted successfully. The patient's condition post procedure was stable.